Event description:
It was reported patient underwent a right hip revision due to non-union of a peri-prosthetic fracture approximately eleven (11) months post-implantation. Abduction weakness leading to pain was also reported. During the revision, it was noted the trochanter bolt was loose. The bolt was removed and plate and screws were implanted to fix the fracture. No further information has been provided.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Review of the device history records for reported components identified no deviations or anomalies that could contribute to the reported event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow up report is being filed to relay additional information. Concomitant medical products: 103535,  ti low profile screw 6.5x40mm, 713220; 11-300912, arcos 12x190mm spl tpr dist, 864850;  pt-106054, regen/rnglc+ multi 54mm sz 23, 641620;  11-302109, arcos troch button 25mm, 353420;  11-302124, arcos lateral troch bolt 24mm, 574800;  103532,  ti low profile screw 6.5x25mm, 635030; ep-108223, e-poly 36mm +3 maxrom lnr sz23, 619300;  11-301341, arcos con sz a std 80mm, 476440;  11-363666, 36mm cocr mod hd +12mm, 192930.  A follow up report will be submitted after investigation is completed. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-11405; 0001825034-2018-00899. Investigation in progress.

Event description:
It was reported patient underwent right hip revision due to non-union of a periprosthetic fracture nine months post-implantation. During the revision, it was noted the trochanter bolt was loose. The bolt was removed and plate and screws were implanted to fix the fracture. No further information has been provided.

Manufacturer narrative:
(B)(4). Date of event - manuscript was written in 2017. Concomitant medical products: unknown arcos cone body, unknown head, unknown liner, unknown cup. Report source, literature - pelt, c.e. Et al (2017). Review of a modern modular femoral revision stem in revision total hip arthroplasty. Unpublished manuscript, the university of utah department of orthopaedics, salt lake city, ut. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-11405.

Event description:
It was reported in a journal article that one patient was revised due to non-union of a periprosthetic fracture. Attempts have been made and additional information on the reported event is unavailable.